Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that a stent damage occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 2.75 x 24 synergy drug-eluting stent was advanced for treatment. However, during procedure, the distal edge of the stent struts was lifted. The procedure was completed with a different device. No patient serious injury or adverse event were reported.